Event description:
The report received from the field states that the hub of the cath (B)(4) 100cm was found broken when package was opened. There was no damage noted to the packaging prior to opening. All the products were taken out of the packaging and hung. When the package was opened and before the item was pulled out the scrub tech noticed the broken hub. The item was never pulled from package in the room. The device was never prepped. There was actually a piece of the hub broken off. The device was taken out of the package to see if the broken piece was in the package and it was not. The item appeared to have been packaged broken. All of the other catheters with the same lot number were looked at and no other damage was noted.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure, the hub of the cath f6inf tl jl 4 100cm was found broken before the product was removed from the package as it was opened. The product was not clinically used. A piece of the hub was broken off. The product was later removed from the package and the broken piece was not found inside the package. All of the other catheters with the same lot number in storage were inspected for the same failure and no damaged products were found. One non-sterile cath f6inf tl jl 4 100cm was received folded inside of plastic bag for analysis. The unit was inside of original pouch with the cordis seal opened, the hub was found broken. The separated portion was not received for analysis. The damaged area was observed under vision system and the damage was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint by the customer as 'luer hub- cracked-prior to use' was confirmed due to received unit has the hub broken; the cause of this condition appears to be manufacturing related. A risk assessment was initiated to evaluate this issue.

Manufacturer narrative:
During a procedure, the hub of the cath f6inf tl jl 4 100cm was found broken before the product was removed from the package as it was opened. The product was not clinically used. A piece of the hub was broken off. The product was later removed from the package and the broken piece was not found inside the package. All of the other catheters with the same lot number in storage were inspected for the same failure and no damaged products were found. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.